Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified left anterior descending coronary artery. Unspecified rotablation was performed, and an unspecified 2.5x38mm xience stent delivery system (sds) was advanced. The stent was deployed, and a small distal dissection was noted. A 2.5x8mm xience sierra sds failed to cross due to the anatomy, then a 2.25x8mm xience sierra sds failed to cross due to the anatomy. Medical management was used as treatment, and the patient was fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.